Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power to the power module (serial number unknown) was confirmed via log file analysis. The submitted log files contained relevant data from the reported event date of 02sep2025. The data reviewed captured the bus and relative state of charge (rsoc) voltages dropping to approximately 12v, which is consistent with the power module being powered by its internal backup battery. The backup battery supported the system as intended. There was no interruption to pump function due to the loss of external power. The power module was not returned for analysis. Provided information indicated that the patient intentionally disconnected their controller from external power. The root cause of the reported event was determined to be user error. The device history records unable to be reviewed due to the serial number of the power module being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and the IFU, ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. This section also instructs the user to transfer from the power module (pm) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the log files revealed a loss of power to the power module on (B)(6) 2025 was identified. The power module backup battery supported the system as intended during this time.